Event description:
It was reported that when using the bd pyxis¿ es server one patient was not showing on station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the affected patient was in a preadmitted status, with unit and bed information for the ER trauma unit not updated, leaving required fields blank on the server and preventing the patient details from reflecting on the station. A technical support specialist (tss) advised customer to contact the admit discharge transfer (adt) team to update the patient's admission details so the information could populate correctly on the station. The issue and recommended actions were discussed with user to reach out to the adt team and recheck the station once updates were completed. The system functioned as intended after the technical support specialist verified the device.